Manufacturer narrative:
Additional information: the lens was not returned for evaluation as it remains implanted. A sample from the same lot# (B)(4) was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.

Event description:
It was reported that a patient is experiencing z-syndrome. Posterior capsule opacification, capsular fibrosis and striae were observed. The doctor is planning to perform a yag in the near future. The current prognosis is good. Additional information has been requested, but no new information has been provided.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.